Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21502 (flange sensor failure). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation the reported condition (system error 21502 - flange sensor failure) was unable to be reproduced. The unit was able to power on, navigate through the screens, and run an infusion without discrepancies. The flange sensor test was performed with passing results. A visual inspection revealed that the grommet was slightly rotated which interfered with the flange sensor. An event history log review was performed, and it was noted that there were multiple occurrences of system error 21502. The reported condition was verified in the event history log review. The cause of the reported condition was an issue with the mechanism and flange assembly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To resolve this issue, the mechanism and flange assembly will be replaced. Should additional relevant information become available, a supplemental report will be submitted.